Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time. He tested on the subject meter and observed readings of 189,188,183,185,188 mg/dl which he compared to results of a freestyle meter, however the readings for the other meter were not provided. It is not known what medications the patient takes to manage his diabetes. It is not known what range the patient considers to be normal. It is not known how the patient manages his diabetes but he denied making any changes to his usual diabetes management routine because of the alleged issue. The patient denied developing any symptoms of high or low blood glucose. He reportedly visited his doctor on (B)(6) 2014 at 9 am and was advised to obtain a replacement meter. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. A control solution test was performed but the reading did not fall within the range specified on the vial of test strips. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury since the patient denied developing symptoms and receiving any form of medical intervention. However, this complaint is being reported because the meter did not pass quality control testing.